Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed an air detector malfunction. The sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted an air detector malfunction. There was no patient involvement, the event occurred during preventative maintenance.